Event description:
It was reported that the pt underwent a bravo procedure with no problems or complications. After removing the bravo delivery system the pt developed a persistent cough. On endoscopic examination performed to check the placement of the bravo capsule it appeared that the capsule was not successfully attached to the esophagus. The capsule was not able to be located in either the esophagus or stomach. A chest x-ray revealed the capsule to be lodged in the left lung. A bronchoscopic procedure was performed with removal of the capsule. The pt was reported to have no further complications from this incident.